Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mention symptoms such as little dizzy for their blood glucose levels. The customer treated with lantance. Customer's blood glucose value was 500 mg/dl at time of incident. Customer's current blood glucose value was 445 mg/dl. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at night. The blood glucose value when admitted to hospital was 500 mg/dl. The customer complained about diabetic ketoacidosis and stated the cause of hospitalization per healthcare professional's was diabetic ketoacidosis and stated that throwing up, spilling large ketones started on (B)(6) events lead to hospitalization. Customer wearing the pump at time of hospitalization. Customer report customer does not allege pump was under delivering customer stated the drive support cap was protruded. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.